Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An ultrasound was performed and a loss of fluid from the reservoir was noted; therefore, a replacement surgery was requested. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An ultrasound was performed and a loss of fluid from the reservoir was noted; therefore, a replacement surgery was requested. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Manufacturer narrative:
Correction to field b5: describe event/problem concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An ultrasound was performed and a loss of fluid from the balloon was noted; therefore, a replacement surgery was requested. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. An ultrasound was performed and a loss of fluid from the balloon was noted. Several months later, a surgical procedure was performed, during which the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.